Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was already under anesthesia was about to undergo a mitral clip procedure. At the beginning of the procedure, the doctor wanted to insert a transesophageal echocardiography (tee) probe into the patient. When the doctor connected the transducer to the ultrasound system, the transducer prompted a usacquisitionhw_40 error. The doctor rebooted the system but it did not help. The transducer was replaced and the procedure was completed with another similar but different ultrasound system. There was a 30-minute delay in completing the procedure while the replacement system and transducer were prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental MDR is being submitted to state that this is a duplicate of MDR 3009498591-2017-00225 (reference complaint #(B)(4)). The investigation will be conducted per MDR 3009498591-2017-00225.